Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. In (B)(6) 2014, the patient underwent percutaneous coronary intervention (pci). The target lesion was located in the proximal left anterior descending (lad) artery. A 3.50x16mm promus element stent was advanced and deployed to treat the lesion. The procedure was completed with good results. Two days post procedure, the patient was discharged. In (B)(6) 2015, the patient approached the physician due to chest pain. The physician examined the patient and thrombosis at the previously implanted promus element stent in the proximal lad was noted. The physician retreated the lesion and a 3.5x20mm promus element plus stent was implanted across the lesion. No further patient complications were reported and the patient's status was stable.